Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the placement of the pacing lead, there was difficulty placing the lead. Multiple implantation sites had poor pacing. After the lead was removed it was inspected and it was observed that the helix would not retract. Upon further inspection, there was cardiac tissue in the helix. No patient complications have been reported as a result of this event.